Event description:
On (B)(6) 2014, the following was reported to arjohuntleigh by the customer: (B)(6) 2014, while the pt was being transferred from the carendo hygienic chair into another chair using the maxi sky 600 ceiling lift system with a sling and clips, the pt fell out of the sling. It was reported that the left leg clip of the sling became loose during the transfer, so the caregiver lowered the pt to the ground. After the pt was lowered, the right clip on the sling loosened causing the pt's right leg to hit the ground. On (B)(6) 2014, the pt complained of pain in her hip. The same day, pt was admitted to the hospital. On (B)(6) 2014, radiographic imaging (x-rays) were done and a fracture to the pt's right hip was diagnosed.

Manufacturer narrative:
(B)(4).